Manufacturer narrative:
(B)(4). Clinical review of the of the medical records does not reveal any allegation against any fresenius products. The patient had a prior inguinal hernia repair and there was initial concern of a further inguinal hernia. There was no documentation on the cause of the epididymitis, however there was concern that peritoneal dialysis would worsen the pain and discomfort. The patient had scrotal swelling. Peritoneal dialysis was not done during his admission as planned to try and test for increased swelling. Peritoneal dialysis with fresenius products was unlikely related to epididymitis.

Event description:
The following is from medical records received from the patient's treatment facility. The patient presented to the emergency department with a two day history of testicular pain and swelling. The patient reported that his left testicle had been swelling at night when he added fluid for peritoneal dialysis. The swelling would then improve during the day. He also reported that it was painful and that the pain would subside when he lied down. He was able to urinate approximately 1.5 litres per day. The patient was diagnosed with orchitis and epididymitis and treated with levaquin. A urology consult was also made. There was no evidence of a hernia.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized on (B)(6) 2016 with hydrocele. The pdrn noted the hydrocele was a pre-existing condition. It was also noted the patient experienced pain during treatments and could not stand. The patient developed an infection in the scrotum. The patient was placed on antibiotics (type and dosage unspecified) to treat the infection. The patient was scheduled to meet with an urologist and surgeon. The patient is still performing peritoneal dialysis treatments with clinic management of partial fills during treatments. The patient was discharged from the hospital on (B)(6) 2016. The patient's pdrn could not confirm if the infection or the treatments caused the recent bout of hydrocele. Follow-up with the patient indicated he experienced swelling in his left testicle during fill and it did not resolve until drain. His nephrologist suggested he decrease his fill volume which has reduced the pain and increased his comfort. He believed the scrotal infection to be resolving and related to his diverticulitis. He also indicated he still experiences swelling in his scrotum during treatment but to a lesser extent. Medical records were requested.